Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple failed battery test with pump error. Customer¿s blood glucose was 180 mg/dl. Troubleshooting steps were provided for failed battery test alarm. The customer was assisted with clearing alarm. The insulin pump will return for the analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 82 was noted. The motor was tested outside the device and passed. No power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing.